Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after confirming flash back, the extension tube of a bd nexiva¿ closed IV catheter system came off, resulted in leakage.

Manufacturer narrative:
Investigation summary: received a total of 393 units: 194 sealed units from lot number 8172681 on dispensers/plastic bag. 199 sealed units from lot number 8197833 on dispensers/plastic bag. 1 used unit (catheter-adapter extension set) with no packaging material. Actual sample. Un-used units: 100% visual examination: no physical-mechanical damage was observed on any of the components of the units received. The extension tubings were properly adhered to the wall of the winged adapters . The extension tubings were manually pulled in an attempt to disconnect it from the winged adapter. The tubings stayed connected and did not dislodged. Used unit: the extension tubing was disconnected from the port of the winged adapter. Traces of adhesive residue were present on the outer rim of the wing adapter port. No traces of adhesive were observed on the extension tubing. Customer was unsure which lot the issue was with so the lot number will be chosen as unknown but a DHR will be performed on both alleged lots 8172681: the lot was built / packaged on nfa line #1 from 26jun2018 through 29jun2018 for the quantity of (B)(4) ea. No qns were initiated during production. All required challenge samples, set-up and in process testing was performed and passed per specifications. 8197833: the lot number was built / packaged on nfa line #1 from 17july2018 thru 19july2018. No qns were initiated during production. All required challenge samples, set-up and in process testing was performed and passed per specifications. Probable root cause-manufacturing: conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Event description:
It was reported that after confirming flash back, the extension tube of a bd nexiva¿ closed IV catheter system came off, resulted in leakage.